Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally the impact might have weakened the fixation of the electrode which led to electrode mobility and consequent wire damage. Furthermore, according to the device explantation report form, the active electrode was found to have migrated out of cochlea. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient's hearing performance was affected. No report of an accident or trauma has been received. The patient was re-implanted. According to the explant record, the electrode was outside of the cochlea (in mastoid) at explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. No report of an accident or trauma has been received. The patient is to be re-implanted but no date has been scheduled as yet.